Event description:
It was reported that while at the gym pulling weights on/around (B)(6) 2013, the patient felt something ¿strange¿ in his low back. The pain increased. The patient failed increased dose with the pump, oral medications and physical therapy. A tubing study formally obtained on (B)(6) 2013 in which there was the inability to aspirated at portal. A computerized tomography of the l-s spine was done on (B)(6) 2013 which showed the tubing was disconnected at the distal connector. The patient was reported as trying to get the tubing repaired. The device system delivered morphine, bupivacaine and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, during the dye study in october, there was an inability to aspirate the catheter access port (cap) despite trying multiple times and using a different syringe. The procedure was abandoned that the patient was referred to another physician for an MRI of the thoracic and lumbar regions as well as a consult for a catheter replacement based on the MRI findings. It was stated that the catheter was disconnected, though the reporter's notes indicated that the patient was awaiting the MRI results to determine the issue. The patient was started on oral medications and the device was not turned off. To the knowledge of the healthcare provider (hcp), nothing had been done yet as they had not received an operative report. On the following day, it was reported that the CT scan that was performed had a limited view and they could not determine the issue. It was stated that, based on the patient's description of exercising, feeling a "pop" and the physician's description of seeing air bubbles in the syringe when trying to aspirate, there was more than likely an issue. An exploratory surgery was scheduled for the day of report. The physician would open up the spine and pump pocket and would revise based on what is found.

Event description:
Additional information received reported that exploratory surgery revealed that the catheter was all "knotted up and twisted", so they replaced the catheter and tubing, but not the pump on (B)(6) 2013. The doctor reportedly cut the patient open and couldn't find the catheter so he had to cut up higher to find it. The patient was confused as to why the doctor couldn't find it. The patient then had "another scar to deal with". The pump had been moved to a different area in the patient's low waist. The reason for this was unknown. The patient stayed overnight at the hospital before release. The patient outcome was unknown.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).